Event description:
It was reported that the procedure was to treat a right coronary artery. The 3.5 x 15 mm nc voyager was advanced to the lesion; however, during inflation, the balloon would not inflate. The device was removed and inflation was performed outside the anatomy and the balloon still would not inflate. It was unknown if there was leak or balloon rupture. A 3.5 x 12 mm nc voyager was used. There were no adverse patient effects and no clinically significant delay in the procedure. No other information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.